Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage and pressure transducer tests failed during pre-use check. Identification of issue has been done by analyzing problem description, photo and service report. Based on technician statement, during preventive maintenance, the unit did not pass mentioned tests. The technician found that nozzle unit from o2 gas module has been damaged. It can be confirmed by provided photo. The nozzle has been replaced to resolve the issue. It has been concluded that damaged nozzle model is agn210 + 30d. The nozzle has been replaced before on 28th (B)(6) 2023. Based on that it had been concluded that it has been in use less than 1 year (lifetime of nozzle unit). The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Defective parts and device's logs were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).